Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was to be used during a large bowel procedure performed on (B)(6) 2009. According to the complainant, the clevis portion of the device was found to be bent upon preparation of the device outside of the patient. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).